Event description:
It was reported that this was an arteriotomy closure of a moderately calcified right common femoral artery using a prostyle device after an interventional cerebrovascular coil embolization using a 8f sheath. The device was successfully pre-flushed with saline prior to use. Reportedly, no blood flow was observed when the device was inserted. The device was removed and flushed again, but when re-inserted there was no blood flow observed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.